Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited high capture thresholds. The physician had difficulty establishing good threshold in the atrium. The lead was not used and the atrial port of the device was plugged. The patient tolerated the procedure well and was in stable condition post procedure.